Event description:
Subsequent to the previously filed report, additional information was received stating that after the perforation occurred, capturing the leaflets was difficult. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning (leaflet capture) associated with the capture difficulty was due to the leaflet perforation. The reported unspecified tissue injury (therapy/non-surgical treatment, additional (includes additional mitral/tricuspid valve)) associated with the posterior leaflet perforation appears to be due to challenging patient anatomy (friable leaflets). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 medical device problem code 2993 was removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+. A mitraclip xt was used, and while grasping the leaflets, a perforation was noted on the posterior p2 scallop. The clip was then implanted. One additional xt was implanted, reducing mr to a grade of 1-2. To treat the perforation, an amplatzer occluder was used. There was no clinically significant delay in the procedure. No additional information was provided.